Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has passed away in a hospital. The cause of death was liver failure and renal failure. The caller stated that after getting off of dialysis, the customer was in diabetic coma for which she was hospitalized on (B)(6) 2013, was in diabetic coma for seven months, and passed away on (B)(6) 2013. The customer had kidney failure and coronary heart failure. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death. The caller was unsure but stated that the customer was off the pump for a weeks or several months. The insulin pump was removed by the hospital staff because they wanted to monitor the customer with manual daily injections and not on pump therapy. The customer was not using sensors. The caller agreed to return the insulin pump for analysis. He stated that the device has been without batteries for over a year. No further information is available at this time.